Event description:
It was reported via clinic notes that the patient has had some "aggression issues" to the point that she cut both of her wrists. Currently, she says that she was trying to hurt herself and she recalls why she had to come off of the zonegran in the past. It was also noted that the patient is currently having some marital difficulties. The vns was interrogated by the physician, but no changes were made to settings and no diagnostics were performed per patient request. Attempts for further information have been unsuccessful to date.